Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Blood glucose level at the time of the incident was 347 mg/dl. During troubleshooting, the customer was unable to get the display to return. The customer stated that she did not want a replacement insulin pump and did not return the device for analysis.